Event description:
Ous MDR - the patient had a true ventricular arrhythmia which was detected in the vt2 zone. Atp was delivered (ineffective) and the device went on to redetect in the vf zone for which the patient received shock therapy. After this shock was delivered, noise was immediately seen on the rv iegm and the patient received inappropriate therapy as a result. A lead replacement will be scheduled for the near future.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed noise artefacts on the rv channel which led to vf detection with shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.